Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a cartridge change error during the load process. The customer's blood glucose was 146 mg/dl. Reportedly, the customer successfully loaded a new cartridge and resumed insulin delivery.